Manufacturer narrative:
(B)(4): implanted device remains.

Event description:
Per the clinic, the patient developed meningitis on (B)(6) 2013 and was hospitalized for fifteen days. There was a previous report of post operative meningitis in (B)(6) 2009 (reference MFR # 6000034-2009-00643). A csf leak occurred intraoperatively and post operatively during explant/reimplantation of the right ear with simultaneous implantation of the left ear. The patient was hospitalized for two and a half weeks at that time, no further information was reported. Both cases of meningitis are thought to be related to the left ear. There is a reported history of bilateral cochlear and vestibular dysplasia as well as craniofacial malformations. Prior to the current episode of meningitis, the patient presented with left sided middle ear/mastoid effusion and pneumolabyrinth of the left cochlea. Pneumococcus was identified from blood cultures. The patient did receive pre implant immunizations, of pneumococcal vac conjugate on (B)(6) 2004; and pneumovax on (B)(6) 2006. Treatment of the meningitis included ventriculostomy, antibiotics (type and route not specified), and a myringotomy. The patient recovered and the device was not explanted. A subtotal petrosectomy was also completed. The patient underwent a surgical procedure on (B)(6) 2013 to close off the ear canal due to the history of meningitis.